Event description:
It was reported that arctic sun device got an alarm 14 (probe out of range), after starting therapy. Nurse reseated the probe and therapy worked again for a while, but the alarm 14 (probe out of range) came back and was unable to move the probe to the bedside monitor because it did not have the right connections. When mss asked if they had another machine to get another cable from the nurse in the room. This nurse stated that they had already replaced the arctic sun device and it did not work either. Then mss explained if this was the case, the foley was most likely the issue. The packaging from the foley tray was unavailable so nurse did not have the product and lot number. Nurse would place either rectal or esophageal probe if possible.

Manufacturer narrative:
The reported event was inconclusive. It was unknown whether the device had met specifications. The product was used for diagnostic and treatment purposes. It was unknown whether the product had caused the reported failure. No sample was returned for evaluation. A potential root cause for this failure could be due to "insufficient seal". The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: the product catalog number and lot number for this device is unknown. Therefore, bard is unable to determine the associated labeling to review. The device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that arctic sun device got an alarm 14 (probe out of range), after starting therapy. Nurse reseated the probe and therapy worked again for a while, but the alarm 14 (probe out of range) came back and was unable to move the probe to the bedside monitor because it did not have the right connections. When mss asked if they had another machine to get another cable from the nurse in the room. This nurse stated that they had already replaced the arctic sun device and it did not work either. Then mss explained if this was the case, the foley was most likely the issue. The packaging from the foley tray was unavailable so nurse did not have the product and lot number. Nurse would place either rectal or esophageal probe if possible.